Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Impedance check revealed high impedances. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The event of high impedance was reported to abbott. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.